Manufacturer narrative:
(B)(4). Evaluation summary: the results of the investigation are inconclusive since the device was not returned for analysis. A review of the device history record was not possible since the batch number was unavailable. Based on the information received, the cause of the reported incident could not be conclusively determined. The angio-seal device instructions for use (IFU) cautions the use of the angio-seal device in patients with clinically significant peripheral vascular disease. The angio-seal device instruction for use (IFU) instructs the user not to use the angio-seal device if the puncture site is proximal to the inguinal ligament as this may result in a retroperitoneal bleed. The angio-seal device instructions for use (IFU) states that if the angio-seal device does not anchor in the artery due to improper orientation of the anchor or patient vascular anatomy, the entire absorbable components and delivery system should be withdrawn from the patient. Hemostasis can be achieved by applying manual pressure.

Event description:
Following a diagnostic angiogram, a 6f angio-seal vip was deployed in an arterial puncture high on the pelvic ridge, with a low bifurcation. It was reported the vessel may have contained plaque at the puncture site. Hemostasis was immediate and the patient returned to recovery. Six hours post-deployment, the patient was mobilized, but experienced pain and became unstable. The patient underwent surgery where the angio-seal device was removed from somewhere outside the artery. The patient had been bleeding into the retroperitoneal space. A clot was evacuated and a vascular patch repair was made. The patient remains hospitalized due to this event. It was reported this was not a device related event but rather an issue of deployment parameters.